Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Citation: rasmussen k, et al. Repeat pregnancy after prior aortic valve-in-valve replacement: a cautionary tale. Clin med res. 2020 dec;18(4):153-160. Doi: 10.3121/cmr.2020.1554. Epub 2020 sep 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient with who underwent implant of a 27 mm medtronic freestyle bioprosthesis at 16 years of age to treat congenital aortic valve disease. The patient presented in her late 20s at 12 weeks gestation with symptomatic severe stenosis and degeneration of the freestyle. Subsequently, transcatheter valve-in-valve replacement was performed with a 26 mm medtronic evolut r, which resolved the aortic stenosis and unspecified symptoms. One day after evolut r implant, doppler echocardiogram noted peak and mean gradient of 33 mmhg and 28 mmhg, respectively. The remainder of the pregnancy was uneventful, and the patient delivered a healthy infant by cesarean delivery. One-month post-partum, doppler echocardiogram showed peak and mean gradient of 20 mmhg and 12 mmhg, respectively. Approximately one to two years later, the patient presented to the emergency department with substernal chest pain radiating to the left arm. The patient was reported to be 30 years of age and at 37 weeks gestation at presentation. Cardiac examination revealed tachycardia with a heart rate of 102 beats per minute, but electrocardiogram showed no definitive signs of ischemia. The patient¿s chest discomfort resolved spontaneously in the emergency room with no medications administered. Serial troponin I levels increased over a ten-hour period in the emergency department, then tr ended downward. Review of prior gated computed tomography angiogram of the chest performed twenty months earlier exhibited calcification of the freestyle but no obstruction of the reimplanted coronary arteries, and no obstructive calcified or non-calcified corona ry plaques. Based on the patient¿s history of transcatheter valve-in-valve replacement, combined with symptoms suggesting cardiac etiology and troponin I elevation, the authors thought the patient had a non-st elevation myocardial infarction type 2. Since the patient was clinically and hemodynamically stable, aspirin was continued, intravenous heparin was initiated, and a beta-blocker was administered. Following successful repeat cesarean delivery, a six-week regimen of low-molecular weight heparin was given along with discharge medications of beta-blockers and aspirin. A follow-up echocardiogram performed two months after delivery showed increased aortic valve gradients (peak gradient of 44 mmhg, mean gradient of 28 mmhg). Although the authors urged the patient to follow-up at the clinic regarding these findings, the patient declined, and then moved to a different region of the country. Consequently, the authors were unable to complete further evaluation or offer potential treatments. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.